Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the the device prompted, "replace sensor, no connection" during the session. The wearable was inserted into the arm on 12-31-2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.